Manufacturer narrative:
Concomitant medical products: recharger: model, 37752.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient feels warmth during recharging leading up to irritation. The patient first started to experience this in (B)(6) 2015. The rep stated that they have been testing and the heating exist after a period of time, not immediately. Later on the skin starts to warm up and open up. No exact cause was known. The patient was using 60mg prednison, her skin was very sensitive and thin. It could exist also because of the implant place (breast). It was above the system, maybe the lead was warming up as well. There was no clear answer yet. The problem hasn't been resolved. The therapy was effective but charging was a huge problem, and this has to be solved first before the patient can continue healthy therapy. The patient's doctors discussed this and want to plan an or to replace the system. If additional information is received, a follow up report will be sent.